Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, after an attempt to suture and insert the anchor, the device did not recoil and retract the feeder. It was noted that when the surgeon pressed the black button a second time, the device broke and spring jumped out; therefore, the threads couldn't be rolled up. Damage was then found in the handle area. Two anchors remained in the knee and there was a surgical delay of approximately ten (10) minutes. Another device was used to complete the surgery and no other patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.